Event description:
Consumer complaint of erratic blood results. Customer states that back to back blood tests always differ by 40-50 points. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had poor technique or user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Customer states that back to back blood tests always differ by 40-50 points. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (06/24/2014). Product not yet returned.